Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the system's lcd panel. System was calibrated and safety tested to factory's specifications.